Manufacturer narrative:
Additional information has been provided which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call by customer's spouse that the customer passed away in the ambulance. The customer's spouse stated he had a heart attack and triple bypass 2 years ago. The customer's blood glucose was unknown at the time of death. But, caller stated blood glucose reading was not good, unsure if it was high or low. The insulin pump was removed by emergency workers. The customer's spouse stated she did not have the insulin pump, but could contact the coroner's.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer started feeling ill on (B)(6) 2015, was vomiting and had stomach pain. There was also a period of confusion. The caller stated that the cause of death is still pending; no apparent cause of death. However, the caller stated that the customer had a previous heart attack and had a triple bypass three (3) years ago. The customer's blood glucose, at the time of death, was unknown. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer used sensors and if one was worn at the time of death. The caller stated that the insulin pump was part of an investigation and the investigator still needed the insulin pump. But, once the investigation is complete, then the insulin pump may be returned for analysis. The caller stated that they will ask the customer's family to create a carelink account and perform an upload.